Manufacturer narrative:
Returned samples were implanted in animals and evaluated for straight pull tensile strength and tissue response at seven days post-implant. All results were satisfactory. Other samples were sent to the mfg plant for knot-pull tetsting and lot history review. Lot reviews were unremarkable; pull testing was satisfactory. Co are unable to determine a cause for the wound dehiscence reported, no other complaints have been rec'd on these lots. Under normal circumstances of use, these sutures should have performed satisfactorily at the time of the reported wound dehiscence.

Event description:
Pt underwent c-section surgery on tuesday 11/19/95 and released on 11/21/95. After 5 post-op days, pt experienced wound dehiscence with eviseration. Pt coughed and sutures broke off requiring resuturing. The pt is doing fine.